Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated she changed site three times and still receiving no delivery alarm. Customer's blood glucose was greater than 400 mg/dl. Troubleshooting was not done. Customer stated that the alarm was resolved by an infusion set change. The customer was advised to call back if alarm reoccurs. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.